Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic torn. The lens was returned dry and there was evidence of dark and reddish residue on the lens surface. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter indicated medical/surgical intervention was necessary to avoid early peripheral anterior synechia. The patient experienced narrowing of the angle, angle closure and shallowing of the anterior chamber. The patient's current bcva at the last visit was 20/20.

Manufacturer narrative:
(B)(4): evaluation:method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - reportedly icl was explanted 3 months postoperatively to address excessive vaulting of the lens ("lens was sitting too high in the patients eye"). According to the completed form from the facility, received on 11/12/2014, the lens was explanted to prevent peripheral anterior synechiae subsequent to lens vaulting that have induced narrowing of the angle, angle closure, and shallowing of the acd. No increase of intraocular pressure was reported. No loss of va (20/20) was observed before and after secondary intervention. Based on data for the icl's FDA premarket approval, most surgeons perform nd: yag pis, and approximately 5% of them do not function. Dilating the iris can often temporarily break the pupillary block. The definitive treatment is to enlarge the pi(s) and/or create additional pis, either surgically or with the nd: yag laser. An oversized icl (excessive vault) increases the risk of pupillary block in eyes with nonfunctioning pis, and such eyes generally will not respond to dilation to break the block so explantation of icl is necessary. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).